Event description:
It was reported that a patient with an implanted ins experienced high impedance on electrode 8 (over 40,000 ohms), resulting in loss of coverage and ineffective pain coverage. The patient did not have a current pain physician, as their previous physician office was no longer open. An impedance check was performed, confirming the high impedance. Both of the patient's existing programs were using the affected electrode. The patient recalled having a fall about a year ago and noted that pain coverage became ineffective around the same time. Troubleshooting included reprogramming group a and group b and creating a new group c, which provided good pain coverage similar to previous levels. The patient was satisfied with the new coverage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.